Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned. Device being held by pathology.

Event description:
It was reported that post-implant of a laparoscopic adjustable band, the patient complained of not being able to hold anything down. The patient had an exploratory lap the week of (B)(6) 2011. The fluid was removed from the band and the surgeon cleaned around it then closed the band. The amount of fluid in the band at the time of removal of fluid is unknown. An upper gi had been performed before the fluid was removed and nothing was found during the upper gi, no erosion. A week later the patient could not hold saliva down. The patient had another upper gi; the exact date is unknown however it was prior to the band being removed on (B)(6) 2011. During removal of the band, inflammation was noticed around the band. It was impeded at the level of the band. There was a dark yellow fluid around it; it had encapsulated and was inflamed. There was a sack all the way around it. They opened up the sack and cleaned around it. The surgeon did not think it was an infection, per the surgeon the band was not eroded. The band and port are with pathology and it is unknown if it will be available for return. Prior to removal, the patient had lost approximately (B)(6).